Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction reappeared.